Manufacturer narrative:
B5: patient did not experience corneal edema with initial lens. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced: low vault, refractive surprise, cloudy/foggy vision, glares/haloes, and corneal edema. The lens was later exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. H3: product evaluation: lens was returned with moisture within a microcentrifuge vial. Visual inspection found fibre on a no visible damage lens. Dimensional and functional inspection found the lens to be manufactured within specifications. Manufacturer narrative each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).